Event description:
Reporter is pt who noticed a discharge from his shoulder every 5 mins. Was seen in his neurologist's office for the continuous spasming in his left shoulder. The neurologist subsequently turned off the device at his visit to the office yesterday and the spasming has stopped. Initially it was thought that the shoulder spasms were from his "open heart surgery" earlier this year (2006). He's reporting spasming brought on by vns usage. He's to see the neurologist again tomorrow to determine what's to be done next.